Manufacturer narrative:
Analysis of the pump determined that the bottom cover of the pump had a concaved shield. This did not affect post-explant pump performance. Analysis of the catheter determined the catheter body had significant twisting, which may have affected infusion. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving prialt at an unknown concentration/dose/frequency via an implantable pump for spinal pain. It was reported that difficulty accessing the refill septum was encountered and it was determined the pump was flipped. The pump was manually flipped back and the healthcare provider (hcp) was able to access the refill septum successfully. At this time, an out of specification volume discrepancy was discovered. The actual residual volume (arv) was 14 ml and the expected residual volume (erv) was 3 ml. It was noted that past volume discrepancies were not significant. It was reported the patient experienced a lack of effect. It was noted the patient had a good trial, but since implant, the patient has not had as effective relief. It was reported the hcp had tried "everything" in an attempt to get effective therapy for the patient. It was noted the patient's lack of effect occurred even when the volumes essentially matched. The drug has not been effective for the patient. It was noted the hcp was going to retrial the patient with morphine. This will likely occur with a lumbar puncture (lp) bolus to see if the medication is effective, and if the medication is effective the hcp will likely replace the entire system. Additional information has been requested regarding troubleshooting performed, actions/interventions taken, the cause for the flipped pump, volume discrepancy and lack of effect and the results of the morphine bolus, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the device manufacturer representative indicated the device had been explanted. It was noted the previous non-significant volume discrepancies were considered to be in specifications. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received on 2017-may-12 from the consumer reported 3 times last year, maybe longer, the hcp put one pump in and didn¿t sew it down. Due to hcp failure, the pump flipped, and the hcp couldn¿t fill it. No further patient complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter updated. UDI included.

Event description:
Additional information was received from the patient on (B)(6) 2016. It was stated that due to the pump flip and not being able to fill the pump, the patient had urinary issues and had to wear a catheter with a bag. No additional information was reported that was related to this event.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jun-16 from the consumer reported within a few months of the implant the pump flipped over because there were no sutures to hold it down.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.